Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the ventilator is alarming low fi02 and is out of specification. The customer stated this issue occurred while on a patient. The ventilator was swapped out for another ventilator, there was no patient harm or injury.